Event description:
Info received indicates the pump was found to be underdelivering during testing.

Manufacturer narrative:
During servicing, it was discovered the wrong rotor had been installed in the pump during a previous servicing. The rotor was replaced to resolve the issue. Pump passed volumetric testing after the replacement.